Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by tekno, stryker`s distributor in ireland, and via quality manager at tekno, that both introducers seized during a surgery that took place on (B)(6). No patient harm has been reported.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 10-aug-2015. Images of the device are included in the mar. A material analysis was performed and concluded the following: the two grip introducers seized due to galling between the retention pins and the knob features. Dimensional inspection: dimensional inspection results of the knob end geometry indicated the full radius of the knob-pin geometry was confirmed to be manufactured to specification. The recorded measurements for the 0.998 diameter were undersized due to the fact that the pieces were sectioned and material was lost due to the width of the saw used during the sectioning operation. Furthermore, the parts were sectioned off-center and therefore the measurements are skewed and cannot be used for the purposes of this investigation. Functional inspection: the devices were functionally inspected and determined to be non-functional. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event was confirmed. The instruments' seizing was determined to be a result of galling between the retention pins and knob features. Galling can occur when metal surfaces are in contact or articulating against each other. Instructions for the proper use and care of orthopaedic instruments described in lstpi-b indicates that instruments with moving parts should be functionally tested prior to sterilization and medical grade lubricating oil should be applied as required. Dimensional inspection of the full radius which interfaces with the cross-pins was confirmed to be manufactured to specification of both pieces. There is no indication at this time that the design nor manufacturing of the subject device contributed to the event.

Event description:
It was reported by (B)(4) that both introducers seized during a surgery that took place on (B)(6). No patient harm has been reported.